Manufacturer narrative:
On (B) (6) 2010: this event concerns a device that was manufactured and used outside the united states. In response to warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4).

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The click of the screwdriver was not heard in the atrial position. The set screw was unscrewed. Another device (same model) was implanted without any issue instead.